Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer is hospitalized due to diabetes ketoacidosis, and the insulin pump alarmed motor error continuously. No further information was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and alarmed during prime test due to moisture damage inside force sensor. Motor passed motor test. Unable to perform occlusion test due to motor error alarm. The insulin pump had cracked display window corner, scratched lcd window and cracked reservoir tube lip.